Event description:
During a cornary stent placement, the sds was unable to cross the target lesion and the cypher stent became dislodged from the sds. The device embolized in the target vessel (unknown) and was successfully retrieved by the use of a snare wire and discarded. There was no reported pt injury. Additional pt and procedural info has been requested.